Manufacturer narrative:
Based on the additional information received, updates were made to the following sections: a2, b3 and b7. New h6 codes coagulopathy (1779), pulmonary embolism (1829), occlusion (1984) and septic shock (2068). There is no code available for thrombophlebitis. Medical records received state the indication for filter placement was a history of dvts and pe in the past, who was admitted with a 2nd episode of dvt and pulmonary embolism. The filter was requested secondary to failure on coumadin therapy. The filter was successfully deployed below the renal veins without any evidence of perforation, dissection or immediate complications. Additional information was received from a patient profile form (ppf) that the patient has blood clots, clotting, and/or occlusion of the ivc and ¿persistent thrombophlebitis (which) led to septic shock, fasciitis and above-knee amputation.¿ there have been no filter removals attempted. The patient further indicated ¿waking up everyday knowing at this point the filter cannot be removed yet and it was never meant to be permanent. At any time, the device could break apart and ¿basically kill me.¿ the patient further stated there were ¿better odds dealing with blood clots.¿ additional medical records indicate the patient was admitted to hospital approximately 14 months later for septic shock and hypotension. The patient was treated with vasopressin, required a central line placement and levophed was started but switched to fentanyl and fentanyl drip due to ineffectiveness. The patient had a group a strep bacteremia with septic shock with the source being the lower extremity which was swollen. Intubation was subsequently required. The patient continued to decline with acute renal failure, necrotic skin and respiratory failure. The patient continued to look septic and a decision was made for an above-knee amputation. The patient¿s renal function improved following the procedure. The patient was bipap dependent at discharge. Medications at discharge include: metormin 1 g b.i.d levothryroxine 100mcg daily advair 250/50or.e inhalation b.i.b spiriva 18 mcg daily percocet 5/325 one tab q 6 hours p.r.n lovenox 1 mg/kg subcutaneously q 12 hours until her inr is between 2 to or at least a period of 48 hours ducolax 10 mg at bedtime p.r.n ambien 5 mg at bedtime p.r.n bumex 1 mg b.i.d rocephin 2 g IV q 24 hours x 4 more days additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, a patient was treated with an optease vena cava filter which subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to physical and emotional damages from post-implant dvt and pe and thrombosis. As a direct and proximate result of these malfunctions, the patient has reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Please note the following corrections from the previous report: the patient was admitted with septic shock 6 weeks after filter placement rather than 14 months as reported previously. In addition, the amputation reported was a revision of a prior amputation. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient presented with a recurrence of dvt and pe despite anticoagulation therapy. The filter was implanted via the right common femoral vein and placed in an infrarenal location. The patient is reported to have tolerated the procedure well and without immediate complication. Approximately six weeks after the filter implantation, the patient was admitted with septic shock, thrombophlebitis and hypotension. The patient was treated with vasopressin, levophed and fentanyl. The sepsis was attributed to group a streptococcus bacteremia with the source identified as the swollen lower extremity. The patient continued to decline with acute renal failure, necrosis and respiratory failure. A decision was made to treat the patient with revision of a previous right above-knee amputation. The patient¿s condition is reported to have improved post-operatively. The patient further indicated that the filter was associated with post-implant dvt and pe, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced an emotional reaction and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Thrombophlebitis is an inflammatory process that causes a blood clot to form and block one or more veins, usually in the lower extremities. Causes include trauma, surgery, prolonged inactivity or pharmacological factors. The reported septic shock experienced by the patient appears to have been associated with an infectious source in the patient right knee. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.